Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was scheduled to go for left ventricular assist device (lvad) implant on (B)(6) 2022. However, on (B)(6) 2022 the patient was noted to have significant bleeding at site where they had teeth extracted on (B)(6) 2022. Patient was on continuous heparin drip, which was stopped dude to the bleeding. Patients bleeding resolved on (B)(6) 2022. On (B)(6) 2022 it was reported that the patient experienced post-operative cardiogenic shock, with dobutamine, epinephrine, and nicardipine being administered intravenously. On the morning of (B)(6) 2022 the patient was noted to be febrile with elevated white blood cell counts. However, blood and urine cultures were negative to date and the patient showed no symptoms of infection. The patient had their lvad surgical drain removed on (B)(6) 2022, however immediately afterwards a tiny left apical pneumothorax was noticed on a chest x-ray. No interventions were ordered at the time and monitoring continued. Additional information was received that on (B)(6) 2022 the patient's mean arterial pressure (map) was elevated, causing low flow alarms. Their antihypertensive regimen of entresto and hydralazine continued and would be adjusted as needed. As of (B)(6) 2022, leukocytosis had persisted although there was still low suspicion for ongoing infection. Tachycardia also persisted.

Event description:
The patient reportedly did not have a history of arrhythmia prior to implant. The tachycardia in this event was thought to be therapy related. The cardiogenic shock resolved without sequelae on (B)(6) 2022. The infection, hypertension, and pneumothorax the patient was experiencing resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Section h6: health effect - clinical code: high white blood cell count. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding, infection, hypertension, and cardiac arrhythmia as adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also states, "post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.